Event description:
The customer reported that an audio test was performed and there was no sound coming out of the device. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.